Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. Additional information received: ai received from op notes (B)(6) 2016 implant: implant date (B)(6) 2016. Repair of hiatal hernia. 41 year old male. Ai received from op notes (B)(6) 2023 explant: explant date (B)(6) 2023. Preop diagnosis: gerds, unspecified whether esophagitis is present. Linx removal. Hiatal hernia. See op notes attached.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The DHR for lot 12056, was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 12056 was an affected lot of the 2018 linx recall. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? On what date did the explant take place? What is the product code for the linx device that was removed? When using the linx sizing device what technique was used to determine the size? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and the discontinuity of the device? Besides the reported dysphagia and and the discontinuity of the device what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was having occasional issues with dysphagia. It was determined that the linx device was broken and the device was removed. There is no additional information.